Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible loss of capture in the right atrium. Technical services (ts) was contacted, and ts discussed possible causes. P-waves had recently decreased in amplitude and were seen persisting during a threshold test. The patient was recently implanted with a left ventricular assist device (lvad). The crt-d remains in service. No adverse patient effects were reported.